Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 599 mg/dl at the time of incident. Caller stated that they believed the high blood glucose level was due to the serter not inserting the infusion set correctly. Customer also reported that they did not felt that the insulin pump needs to be troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.